Event description:
In 2008, patient reported condensation on the inside of the cartridge compartment of her insulin infusion device that looks like "rain drops." She stated it is not a large amount of moisture and she noticed this today for the first time. During troubleshooting, the patient stated she sometimes inserts the insulin cartridge into the device by itself and at other times attaches the cartridge, adapter and tubing together before insertion. The proper procedure for inserting the cartridge was reviewed with the patient. The patient was advised to switch to her backup infusion device and allow her primary device to air dry for 24 hours. The patient was assisted with switching to her backup device . The patient dried out the chamber with a cotton swab and will allow it to air dry as recommended. On follow up with the patient on the next day, she stated there is no moisture in her primary device and it is completely dry. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.